Event description:
A user facility reported to olympus the evis lucera bronchofibervideoscope had air/water leakage. Upon inspection and testing of the customer returned device, the repair center found peeling off the coating on the insertion section. This report is being submitted for the malfunction found at estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The evaluation uncovered the following additional defects: water tightness not maintained due to holes in the curved rubber; light guide bundle significantly broken and stained; bending angle insufficient due to the elongation of the angle wire; poor insertion of the treatment tool in the forceps channel; insertion part crushed and buckled; curved rubber adhesive missing; universal cord crushed; and corrosion of the electrical connector contacts. These defects were likely caused by handing and external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The initial medwatch. The aware date should be 02-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 716 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.